Event description:
Customer reported that erroneous electrolyte results were generated by the unicel dxc 600 synchron system over a four day period. The results were reported out of the laboratory. It is not known if there were any changes to the pts' care or treatment. No specific pt result details were provided. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were taken and returned positive for pseudomonas spp. The fse decontaminated the system and replaced the carbon bridge and electrodes. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is one of four individual medwatch reports as the customer reported this event occurring over a four day period. Reference the below MDR numbers for all associated events. 2050012-2010-00762, 2050012-2011-08160, 08161. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.